Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on 4/1/2016 via medwatch # (B)(4). Results - sample returned and showed front rear barrel separation. Misaligned front and rear barrels leading to damaged parts allowing for the barrels to become separated upon activation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6006634. Conclusion - CAPA (B)(4) has been initiated for documentation related to this issue of front rear barrel separation to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that the plastic body of the safety on the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter "exploded" after activation. Pieces of plastic were said to have landed everywhere. This left the needle exposed. No injury or medical intervention reported.